Manufacturer narrative:
Adverse event problem health effect - clinical code: 3261 - multiple organ dysfunction syndrome. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article ¿three-month outcomes after the implantation of two heartmate 3 devices in total artificial heart configuration¿ that heartmate 3 (hm3) may be associated with bleeding, adverse neurological events, sepsis, respiratory failure, multi-system organ failure (msof), pump thrombosis, pump stop, and death. This retrospective study evaluated 15 patients who were implanted with two hm3s in a total artificial heart configuration between jan2017 and aug2020. These patients were followed up with for three months for adverse events and outcome data. No surgical complications occurred during the implants. Six patients required a re-thoracotomy due to bleeding. One patient had a thrombus from an intraoperatively explanted extracorporeal membrane oxygenator (ECMO) drawn into the hm3 implanted as the right ventricular assist device (rvad); this caused a pump stop. The thrombus was emergently removed; however, the patient developed hypoxic brain damage while circulation was reestablished following thrombus removal. Another patient also reportedly experienced rvad thrombosis and received lysis treatment. 8 out of 15 patients survived 30 days post-implant. 6 patients survived 3 months post-implant. The causes of the 9 deaths were reported as follows: 7 patients had sepsis that led to msof, and 2 patients had neurological damage, specifically a cerebral bleed and hypoxia. Other various adverse events were also reported. Bleeding was reported: 3 patients experienced epistaxis, 2 patients experienced a gastrointestinal (gi) bleed, and 2 patients experienced ECMO-related groin bleeding. 8 patients experienced respiratory failure. A total of 8 patients experienced msof. One patient experienced an ECMO-related groin infection. One patient experienced delirium and non-occlusive mesenteric ischemia. At the end of follow-up, five patients were discharged. Two patients remain on the device, and 4 underwent a successful heart transplant procedure. This report captures lvad deaths. Related manufacturer report numbers: lvad serious injury report MFR # 2916596-2023-01979; rvad serious injury report MFR # 2916596-2023-01981; rvad death report MFR # 2916596-2023-01983.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined. A direct correlation between the heartmate (hm) 3 devices and the reported events and patient outcomes could not be conclusively determined through this evaluation. The research abstract (see attached) titled ¿three-month outcomes after the implantation of two hm 3 devices in total artificial heart configuration¿ investigated the three-month outcomes of patients treated by cardiectomy and placement of two heartmate (hm) 3 left ventricle assist devices (lvads) in a total artificial heart (tah) configuration. This retrospective study included 15 patients who underwent hm3 tah implantations, due to severe biventricular heart failure, between (B)(6) 2017 and (B)(6) 2020 at three international institutions. Follow up evaluations were conducted three months after the initial implantation during which time, survival and adverse event data was collected and analyzed. Results of the study revealed that 9 of the 15 patients had expired three months after the initial hm3 tah implantation. The causes of death included sepsis resulting in multi-system organ failure (7 out of 9 patients), and neurological complications (2 out of 9 patients) including cerebral bleeding. Four patients were successfully bridged to transplant, and 2 patients remained ongoing on the devices at the time of the study¿s publication. The study concluded that the implantation of two hm3 devices in a tah configuration is a last resort and off-label concept in cases of extreme biventricular heart failure. In a diligently selected patient cohort, the hm3 tah implantation is a feasible method to increase the chance of survival in a severely ill patient cohort and successfully bridge patients to heart transplantation that otherwise would have expired. The hm3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, sepsis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), stroke, and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Although only sepsis was reported as a cause of death, the IFU lists infection as an adverse event and potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.